Event description:
It was reported that a pt underwent an endometrial thermal ablation in 2008. The procedure was proceeded with a hysteroscopy and a dilatation and curettage. Approx one and one half minutes into therapy, with twelve cubic centimeters of fluid in the balloon, and an initial stable pressure of 174 millimeters of mercury, the pt's pulse rose and the intrauterine pressure decreased to 160 millimeters of mercury and the doctor noticed hot fluid escaping the cervix. The surgeon deflated the balloon but got no further return of fluid. He noted scalding of the vaginal skin in the posterior fornix. The pt complained of abdominal/pelvic pain in the recovery room requiring morphine for control. The pt was vomiting as well but it was unclear if this was related to the procedure or the morphine. The surgeon stated that a slight movement of the catheter caused the balloon to completely rupture, leaking the remainder of the fluid out.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2008-00888. The same device is represented in each medwatch as it was involved in two events.